Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (suspend) issue that the pump had suspended without user intervention. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jun-2019 with the following findings: a review of the pump alarm and suspend histories showed no evidence on or before (B)(6)2018 of suspend or auto off. The bolus history confirmed that three boluses were successfully programmed and delivered on the complaint date of (B)(6)2018. During investigation, the pump was exercised for a minimum of 24 hours with no suspend or alarms duplicated. The pump suspend complaint was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.